Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that this bioprosthetic valve, implanted approximately twelve (12) years, was explanted due "severe eccentric insufficiency" secondary to torn left a right coronary leaflets. The explanted device was replaced with a 3000tfx 21mm. The device was discarded. The patient is noted to have tolerated the procedure well.

Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve explant after an implant duration of twelve (12) years due to aortic insufficiency secondary to leaflet tears, patient received replacement valve. There are several potential causes for prosthetic valve insufficiency (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be identified, confirmed or investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.